Event description:
Pt reported that while using their device their blood glucose elevated to 400 mg/dl. Pt tried to rectify problem by changing insulin, infusion set tubing, and insulin cartridge, but nothing worked. No error messages were generated by device. Pt then switched to back-up device and their blood glucose immediately returned to normal (90160 mg/dl). No treatment was received.